Event description:
It was reported that the device transmitted a remote monitoring transmission that indicated the full charge time as no data. Performance data collected from the device was analyzed and it was noted that the reason for the no data message was that there was an aborted shock three months prior. The full charge time before the aborted shock was appropriate for the device and the no data message will be resolved when the auto cap feature occurs or when the capacitor is charged manually. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product : 5076 implantable pacing lead 2009 (B)(6), 6947 implantable tachy lead 2009 (B)(6).